Event description:
Event verbatim [preferred term] both pouches had burst inside the unopened original carton [device leakage]. Case narrative:this is a spontaneous report from the bfarm. Regulatory authority report number is 13911/19. A contactable pharmacist reported a patient of unspecified age and gender started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number aj4247) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On (B)(6) 2019, the patient reported both pouches had burst inside the unopened original carton. The product was unusable as it had no heat effect. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Severity of harm: s3 additional information has been requested and will be provided as it becomes available. Follow-up (25oct2019): new information received from citi included: severity of harm: s3 company clinical evaluation comment: the patient reported that both pouches had burst inside the unopened original carton. The single event device leakage is medically assessed as associated with the use of the device. No other adverse event such as burn was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the patient reported that both pouches had burst inside the unopened original carton. The single event device leakage is medically assessed as associated with the use of the device. No other adverse event such as burn was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Event description:
Both pouches had burst inside the unopened original carton [device issue]. Case description: this is a spontaneous report from the bfarm. Regulatory authority report number is 13911/19. A contactable pharmacist reported a patient of unspecified age and gender started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number aj4247, expiration date nov2021) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On (B)(6) 2019, the patient reported both pouches had burst inside the unopened original carton. The product was unusable as it had no heat effect. Action taken with the suspect product and clinical outcome of the event were unknown. Product quality complaint group provided following investigation findings: based on the complaint narrative, the patient experienced burst pouches with no leakage. No harm or injury was reported as the carton was unopened. There was no heat production from the defective product. Review of complaint description concludes there is a device malfunction. The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. Follow-up (25oct2019): new information received from citi included: severity of harm: s3 follow up (29oct2019): new information received from product quality complaint group includes: investigational results with updated severity of harm (from s3 to s1), summary of investigation and expiration date. This case has been considered invalid as this case no longer meets device and malfunction reportability. This case is only considered as a product complaint with no associated adverse events. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Based on the complaint narrative, the patient experienced burst pouches with no leakage. No harm or injury was reported as the pouches were unopened. There was no heat production from the defective product. Review of complaint description concludes there is a device malfunction. The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer.

Event description:
Both pouches had burst inside the unopened original carton [device leakage] , . Case narrative:this is a spontaneous report from the (B)(6). Regulatory authority report number is (B)(4). A contactable pharmacist reported a patient of unspecified age and gender started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number aj4247) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On (B)(6) 2019, the patient reported both pouches had burst inside the unopened original carton. The product was unusable as it had no heat effect. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: the patient reported that both pouches had burst inside the unopened original carton. The single event device leakage is medically assessed as associated with the use of the device. No other adverse event such as burn was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the patient reported that both pouches had burst inside the unopened original carton. The single event device leakage is medically assessed as associated with the use of the device. No other adverse event such as burn was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.